Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the loops broke during a therapeutic resection of fibroid procedure. There was a less than a 30 minute delay, the procedure was completed with a similar device. There was no adverse health consequences and no patient impact.